Event description:
On (B)(6) 2014, a customer event was documented that the printer (linked to a galileo echo instrument) emitted smoke into laboratory environment.

Manufacturer narrative:
The printer is not manufactured by immucor, but is instead manufactured by hewlett packard (hp). Immucor arranged delivery of a new printer (hp laserjet p2035) from the immucor warehouse to the customer site, which was then installed successfully by the customer, with over-the-phone assistance by immucor technical support on (B)(4) 2014.